Event description:
It was reported that during a procedure the laser system displayed an error message indicative of a system malfunction. The customer tried to trouble shoot the malfunction by exchanging fibers. Customer tried to trouble shoot by exchanging fibers, however the error message was still observed. The system was unable to be utilized, and the procedure was aborted. There was no report of a pt injury; however the MFR is filing this as surgical intervention as the customer indicated that an additional surgery would be scheduled as a result of the incompletion of the case.

Manufacturer narrative:
The laser has been serviced. The suspect component has been removed and replaced.